Event description:
A report was received that a patient was explanted a year and a half ago. No further information available.

Manufacturer narrative:
The explanted devices involved were not returned to bsn for analysis.